Event description:
The reporter stated a aa4203tl silicone single piece lens with toric optic was received damaged. The tech said when the package was opened and she was getting ready to load the lens, she noticed the haptic was bent or kinked. There was no attempt to load the lens into the cartridge and there was no pt contact. The lens was received damaged.

Manufacturer narrative:
(B)(4). Method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. Conclusions: based on the complaint history and work order search, a specific root cause of this event could not be determined. (B)(4).